Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was more than 1000mg/dl. The customer stated that she may have some virus, but it was not confirmed. Troubleshooting was performed. It was stated that the customer's most recent glucose level was 42mg/dl. Ran a fixed prime and passed. Performed a high pressure test twice and the insulin pump failed the test. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.